Event description:
ER nurse reports pt is hospitalized due to low blood glucose.

Manufacturer narrative:
The pump was retuned to animas for eval. Eval demonstrated that the pump was operating within required specifications and delivery accuracy.